Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia, diabetic ketoacidosis, nausea and vomiting, on (B)(6) 2019 with 189 mg/dl blood glucose value and treat with intravenous and medication at hospital. The insulin pump will not be returned for analysis.